Event description:
It was reported that the cassette had a hole and started to leak. No patient injury was reported.

Manufacturer narrative:
A sample was received for investigation. The sample was visually inspected, and no discrepancies were found. A functional test was performed, and no leaks were identified. The reported failure was not confirmed. The root cause cannot be established as no fault was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07875 is no longer considered reportable, please disregard any MDR reports associated with it.